Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 24524514.

Event description:
It was reported that the patients implantable pulse generator (ipg) and anchor site are superficial causing pain. The patient underwent a revision procedure wherein the ipg and anchors were placed deeper. The patient was doing well postoperatively. Nothing explanted or added.